Event description:
A report was received that the patient underwent a lead revision. The reason for the revision is unknown. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Additional suspect device components involved in the event: model: sc-2138-50 description: phase iii linear lead (50 cm) visual inspection of serial number revealed a fractured spacer between electrodes. The damage is consistent with damages during explant procedure. Lead was within normal device specification. This is a final report.